Event description:
It was reported that the height adjustment and the head end of the cot did not lock into position at all times. There was not a pt involved and there have been no adverse consequences.

Manufacturer narrative:
Height adjustment.